Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple station timings were incorrect. A technical support specialist (tss) dialed into the med es app server, opened ssms, and ran the query to identify affected stations. The tss dialed into the stations listed, transferred the ntp files, and used command shell to run the synchronization command. The tss verified that the time was synchronized with the server. The tss proceeded to apply the same changes to the remaining stations identified in the query. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station timings were incorrect. Some stations were off by 2 minutes, 6 minutes, 8 minutes, 9 minutes, 12 minutes. The customer also stated that because the stations had the wrong time, the reports were not accurate regarding when medications should have been pulled and when they had actually been pulled. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.